Manufacturer narrative:
The device was returned. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with mild low-grade inflammation in the anterior chamber. The patient noticed the problem 1-week to 1-month post-op and during bouts of inflammation, best correct visual acuity (bcva) decreased by 2 lines. Approximately 33 weeks after implantation, the lens was exchanged for the same model & diopter iol. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h2, h6, h11. Additional information was requested but not received. Product evaluation found the lens cut in 2 pieces across the optic. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.